Event description:
It was reported that during a supply change the pump generated a ¿no insulin¿ alert and repeatedly displayed ¿unable to proceed,¿ with the pump sounding unusual during rewind and failing to deliver drops during a dry run; the event was characterized as a failure to infuse and associated with a motor component, and the specific alarm was identified as a consecutive motor stall. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the problem was traced to the motor component with a failure to infuse consistent with a motor stall condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.